Manufacturer narrative:
Based on the claim against the product by the customer noting there was a non-recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the usm to resolve the issue with non-recoverable faults. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The usm was analyzed and found to have errors 1126, 25730, and 931226. The unit was tested on an in-house system and failed in normal mode as it triggered errors 1126 and 31226 on the clock spring. The unit was also tested on the pftp, and it failed the fiber test on the clock spring. Additionally, the fiber readings on the on-the-clock spring were low, and the power readings were trending down. The clock spring fiber cable was swapped with a new one and the errors no longer occurred. The original clock spring fiber cable was reinstalled, and the errors returned. The complaint regarding a non-recoverable fault was confirmed based on failure analysis, which indicates that the device did contribute to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, there was a non-recoverable fault. Intuitive surgical, inc. (Isi) technical service engineer (tse) viewed onsite logs and found errors 25730, 23098, 32114, 40084, 40100, 40106, and 25733 on universal surgical manipulator 1 (usm). The operating room (or) staff stated that the surgeon swapped out surgeon consoles during surgery. The procedure was completed robotically with no reported injury. Isi made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.